Manufacturer narrative:
Date of event - date of registration used as event date is unknown. Literate article: kretzler l., mues c., wunderlich c., langbein a., spitzer s.g., gerk u., schellong s., ketteler t., neuser h., schwefer m., strasser r., ibrahim k., schoen s., christoph m. Short term outcome after left atrial appendage occlusion with the amplatzer amulet and watchman device: results from the original registry. Bio medical central vascular disorders. 2022; 22:271. Https://doi.org/10.1186/s12872-022-02708-4.

Event description:
Reported via journal article. It was reported that device leak and device embolization occurred. This retrospective multicenter study included 389 atrial fibrillation or atypical atrial flutter and high thromboembolic risk patients who underwent a left atrial appendage (laa) closure procedure with a watchman 2.5 delivery system and closure device and 93 patients who underwent a laa closure procedure with a non-boston scientific (bsc) occlusion device. Literature study results: device implantation success was achieved in 467/482 patients. The type of device had no influence on the implantation success rates. The overall complication rate for the watchman group was 2.3 % and the non-bsc occlusion device was 2.2%. A closure device leak greater than 5mm occurred in 4 watchman patients and device embolization occurred in 1 watchman patient. No device leaks or embolizations occurred with the non-bsc occlusion device. No correlation was found between intraprocedural complications and if a health care facility in the study performed fewer than 20 or greater than 20 laa closure procedures per year. Total procedure time was higher in the non-bsc occlusion device group than the watchman group. Dual antiplatelet medication was the most frequently chosen antithrombotic therapy, 64%. Literature study conclusion: laa closure can be performed safely with a very high procedural success rate. Reference literature article 'short term outcome after left atrial appendage occlusion with the amplatzer amulet and watchman device: results from the original registry' included with the report.